Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer did not received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated pump went to refill reservoir and battery was yellow and took it out and put new battery in and then pump said insert new battery and tried new battery. Customer stated that the battery cap was broken off. Customer put it back on and it was staying on but, the pump did not turn on. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.